Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): a concerto implant coil was returned within a shipping box; within a sealed biohazard pouch; within an opened concerto implant coil inner. The concerto implant coil was returned without the introducer sheath. Visual inspection/damage location details: the actuator interface was found to be separated and not attached to the coupler tube. The concerto pushwire and core wire were found to be broken at break indicator and kinked at ~151.8cm from broken proximal end. This is indicative that a manual detachment was attempted. The coin was found still against the lumen stop with what appeared to be blood underneath the outer jacket. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. Conclusion: based on analysis and reported information, the customers report of ¿pushwire separation/break¿ was confirmed. The pushwire was found to be broken and separated at intended location, the break indicator. It is likely user error contributed to the pushwire separation as the customer reported noticing pushwire break during attempt at detaching the implant coil. The implant coil was found damaged, and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. The root cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted deployment of the coil concerto helix 6mm x 20cm, the string broke and the coil could not be deployed. The coil tracked through the micro catheter and coiled as intended, but when deployment was attempted, the string broke, preventing successful deployment. The wire and coil were subsequently removed without issue. The event was said to be not associated with the patient. The devices were prepared according to the instructions for use (IFU).